Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 4 and 24 hours. In addition, the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports the pod was leaking during wear.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.